Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high pacing thresholds and did not pace when required on the right ventricular (rv) lead. The thresholds had increased from 0.7v @ 0.4ms at implant to 3.5v @ 1.0ms which resulted in the outputs being below the threshold which caused loss of capture. However, there was not asystole greater than 2 seconds. An x-ray did not reveal any damage to the rv lead. The rv lead was repositioned. The pacemaker remains in service. The source of the observations was not identified. No additional adverse patient effects were reported.